Event description:
Patient was seen in interventional radiology. The feeding tube noted to be out a few centimeters. It was checked with contrast and found the balloon to be broken. A new tube was placed and the patient was not harmed.